Event description:
It was reported that the physician performed a wrist scope with tfcc on (B)(6) 2011. During the procedure, the physician utilized a microcap arthrowand and quantum 2 surgery system. Incision portals were made in the pt's wrist for the entry of the wand, saline and suction. A needle was inserted into the pt's wrist and suction was hooked up to the needle, so that outflow was achieved from the shaver during ablation. The physician was using a 6-liter saline bag with gravity, hung approximately 8-10 feet above the pt; there was no added pressure on the flow. The physician used the ablation set point of 1 at the start of the procedure but felt that power was not sufficient. The procedure was ultimately and successfully completed at set point 2 without complication. Approximately 7-weeks post-operative, the pt presented to the physician's office complaining of pain in the hand. The physician stated that the tendon which connects to the small finger had "popped," however, the tendon was still partially intact. It was reported that the pt has limited functionality in the small finger. An ultrasound was performed but the results were inconclusive. The physician alleged the tendon damage was the result of the thermal heat generated from the coblation technology.

Manufacturer narrative:
Reference MFR's report (s) : 3006524618-2012-00323.